Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had bent sensor cannula and calibration not accepted. Customer's blood glucose at time of incident was 250 mg/dl. The customer stated that one sensor is appears bent. Customer was advised that we are sending replacement. Customer stated alarm after 2 consecutive calibrations not accept. The customer was advised and explained the best calibration times and happened after init. The customer stated the alarm occurred with 2 sensors of the same package. The customer was advised that we are replacing sensors.